Event description:
It was reported that a user experienced repeated dexcom g7 sensor detachments due to perspiration while on vacation and requested assistance placing the ilet pump into bg run mode; the pump initially continued searching for a prior sensor despite the user stopping it, after which switching the cgm setting from g7 to g6 and back to g7 exposed the start sensor option, and bg run mode was expected to engage with prompted blood glucose entries. Symptoms included no reported adverse clinical effects. Outcomes included the user proceeding to manual bg entry and contacting the cgm manufacturer for sensor replacements. Investigation included customer education on bg run mode behavior and guidance to refresh the cgm configuration on the pump. Investigation of this case revealed that the pump¿s cgm pairing state required user-driven menu cycling to clear a prior sensor reference and that bg run mode functions when no active sensor is detected. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with cgm workflow in the context of sensor loss and environmental conditions affecting sensor adhesion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.